Event description:
It was reported that during a cholecystectomy procedure, the clips were not forming correctly. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.